Manufacturer narrative:
The customer reported problem was confirmed. Technical recommended for the battery be replaced . A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00891992 case subject: npi 8015 did not turn on account name: munson healthcare cadillac hospital account #: 1474400 asset name: 8015 pcu dom v9.19.1.2 b/g asset location: contact: ben hebel contact email: b.hebel@mhc.net contact phone: 231-876-7316 contact mobile: patient or user involvement: no patient or user harm: no case description: ben had a pcu8015 sn (B)(4) did not turn on. Ben replaced new battery, but the problem was not resolved. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: ben confirmed he had a third party battery on the unit. I advised him to replace new battery and make sure he use manufacture approved battery before he replace power supply board. He was aware third party battery could affect the performance of the device.